Manufacturer narrative:
Other devices involved in this event: battery / (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Bat205693 UDI # (B)(4), bat203673 UDI# (B)(4), bat203070 UDI# (B)(4), bat203045 UDI# (B)(4). Batteries, bat203070, bat203673 and bat205693 were evaluated by the manufacturer. Battery, bat203045 was not evaluated by the manufacturer because it was not returned. Correction on MFR date: bat205693 MFR date: 03/11/2015, bat203673 MFR date: 12/20/2014, bat203070 MFR date 12/03/2014. Bat205693, bat203673, bat203070 (B)(4). Bat203045 (B)(4). It was reported that the patient was experiencing power switching events. The controller and three batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the controller and batteries revealed that the devices met specifications; the units passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and the controller was stable. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections and communication errors involving bat203070, bat203045, bat203673 and bat205693. The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. The manufacturer has opened an internal investigation to evaluate the controller intermittent disconnections identified on smr-loaded controllers. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The following devices were reported; however, it is unknown which device were involved in the reported event: catalog # 1650de, serial # (B)(4), exp. Date:12/31/2015, mfg. Date: 12/01/2014. Catalog # 1650de, serial # (B)(4), exp. Date:12/31/2015, mfg. Date: 12/01/2014. Catalog # 1650de, serial # (B)(4), exp. Date: 03/31/2015, mfg. Date: 03/01/2015.

Event description:
The patient reported power switching. The logs were sent for analysis for potential switching and was confirmed.

Manufacturer narrative:
Additional devices added for this complaint: battery-bat203045 catalog #1650de, catalog #1650de; exp. Date: 12-31-2015, not returned to manufacturer. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.